Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. All available information was investigated a definitive cause for reported single leaflet device attachment/slda in this incident could not be determined. Based on the information provided, dyspnea (shortness of breath) and mitral regurgitation (mr) are cascading effects/ symptoms of slda and the patient effects of dyspnea (shortness of breath) and mr are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The additional therapy / non-surgical treatment and hospitalization were a result of the case specific circumstances as the patient underwent a second mitraclip procedure for additional treatment. One additional clip was implanted, reducing mr to 3+. There is no indication of a product issue with respect to manufacture, design or labeling. A partial UDI is being reported because the lot number was not provided. It could not be determined which of the clips resulted in the reported issue.

Event description:
This is filed to report single leaflet device attachment/slda, dyspnea, recurrent mitral regurgitation, medical intervention, prolonged hospitalization it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2019, two ntr clips (90627u337, 90730u158) were implanted, reducing mr to 1+. Then on (B)(6) 2020, the patient returned with shortness of breath and imaging showed one of the clips became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. The other clip remained stable on both leaflets. The patient was re-hospitalized. On (B)(6) 2020, the patient underwent a second mitraclip procedure for additional treatment. One additional clip was implanted, reducing mr to 3+.there were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.